Event description:
Incident occurred while nursing staff treating pt, tension was placed on the catheter. The line broke off outside the body, breaking at first PICC oval disk. The pt required another PICC to be inserted. No surgical intervention required to remove catheter. Catheter was not secured as per bd instruction booklet.